Manufacturer narrative:
The device remains in use and was not available for evaluation. No photographs were submitted for review. A specific cause for the reported leak could not be conclusively determined. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Bleeding and cardiac tamponade are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The outflow graft is packaged as part of the lvad kit, therefore, the device unique identifier for the lvad kit is listed. Approximate age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that approximately 10 days post-lvad implant, the patient was identified to have tamponade via transesophageal echocardiography and was taken to the operating room. Upon opening the patient's chest, the surgeon noted that the outflow graft was sweating/oozing blood. The surgeon noted that the outflow graft was sweating/oozing uniformly as compared to in one particular area. The outflow graft bend relief was in place as expected. The surgeon reported that there had been no differences in routine pump preparation. The existing outflow graft was left in place and the surgeon used bioglue to stop the bleeding. No additional information was provided.